Event description:
It was reported that the pt had a loss of therapeutic effect over the last several years. The pt also experienced shocking/overstimulation in certain positions. The pt planned to have the system removed. The physician had not seen the pt since (B)(6) 2010. If additional info becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).